Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states that the concumer alleges they were thrown from the chair and broke a leg. No other information available at this time. MDR filed.